Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was recent concern for pump thrombosis and a log file review was requested. It was also reported that the patient's lactic de-hydrogenase (ldh) was at it's highest on (B)(6) 2022 at 568, but then decreased to 399. That same day, the patient's haptoglobin was <10 but then later increased back up to 35. The log file review captured some intermittent low flow events back in may and more recently on (B)(6) 2022. The pump powers were stable over the course of the log file. It was communicated to the site that thrombus in the motor chamber was unlikely, but thrombus elsewhere in the circulatory loop could not be ruled out. On (B)(6) 2022 it was reported that thrombus was not confirmed, and that hemolysis was treated by increasing international normalized ratio (inr) goal to 2-3 as well as adding 81mg of aspirin. The patient experienced dizziness and low flow alarms throughout the event. The patient had reportedly been at a lower inr goal of 1.5-2.5 and no aspirin since a 2020 gastrointestinal bleed. The patient was scheduled for frequent follow-ups with labs and echo.

Event description:
It was reported that the patient's low flows were thought to be due to the suspected thrombus. The low flows later resolved.

Manufacturer narrative:
The gastrointestinal bleed which occurred in (B)(6) 2020 mentioned in the previous report is captured under MFR # 2916596-2022-11934. Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed through this evaluation. Additionally, a specific cause for the reported increase in lactate dehydrogenase (ldh), as well as a direct correlation to heartmate ii left ventricular assist system (lvas) could not be established through this evaluation. Review of the submitted log file confirmed low flow events. Although a specific cause for these events could not be conclusively determined through the evaluation, the account believed that they were caused by pump thrombosis. The submitted log file captured low flow events on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. The file was otherwise unremarkable, and the pump appeared to have operated as intended, with pump speed remaining at or above the low speed limit without issue. The patient remains ongoing on heartmate ii lvas. No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists hemolysis and device thrombosis as adverse events which may be associated with the use of heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. This section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.